Event description:
It was reported that this left ventricular (lv) lead exhibited intermittent loss of capture (loc). The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, ts observed two events where ts was able to confirm intermittent lv loc on one of the events but not the other. Ts suspected the intermittent loc may be positional and recommended for an in clinic visit to be scheduled for further lead evaluation. At this time, the lv lead remains in service. No adverse patient effects were reported.